Event description:
It was reported the loop of this snare detached in the pt during a polypectomy procedure. Retrieval of the detached loop was uneventful. Another unit was used to complete the procedure successfuly. There were no pt complications involved. The device was destroyed by the user facility. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the cause of this event. However, since the manufacturer of this device, a refinement to the manufacturing process has been implemented. Co believes this action will minimize the occurrence of this type of malfunction. Co will continue to monitor for trends.